Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix mesh) in 2010. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix mesh). Attorney alleges that the patient underwent revision surgeries in 2011, (B)(6) 2012, 2013 and on (B)(6) 2015 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant and date of event were estimated as (B)(6) 2010 and (B)(6) 2011, based on the information received, as specific implant and event date were not provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.